Event description:
It was reported that the unspecified bd syringe pump experienced flow issues. The following information was provided by the initial reporter: infusion of blood products with syringe pump under-infused.

Manufacturer narrative:
Additional review has determined that this event occurred due to user error, and there was no device malfunction involved. This complaint and the initial MDR submission, (MFR report # 2243072-2021-02646), may therefore be disregarded.

Event description:
It was reported that the unspecified bd syringe pump experienced flow issues. The following information was provided by the initial reporter: infusion of blood products with syringe pump under-infused.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.